Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced a broken lid/cap. The following information was provided by the initial reporter: translated to english. The customer stated the device's "stopper was broken."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced a broken lid/cap. The following information was provided by the initial reporter: translated to english. The customer stated the device's "stopper was broken."